Manufacturer narrative:
Upon receiving feedback from the customer regarding debris falling into the medication bottle during the piercing process with a sterile needle, our company promptly organized quality control, production, and other relevant personnel to investigate the matter. The specifics of the investigation are as follows: a retest was conducted on april 23, 2023, involving 20 samples of the batch ckda10-01, with a specification of 18g¡á1". Each sample was visually inspected under a 10x magnifying glass, confirming sharp needle tips without burrs or abnormalities. A debris comparison test was performed on the 20 needles, with 20 bottle stoppers tested for hardness (40 shore a-55 shore a). Each stopper underwent four vertical punctures in different areas in the piercing zone, with debris flushed into the medication vial after the fourth puncture using rinsing or a flusher (such as a syringe). Randomly selected needles of the same specification but different batch were used for comparative testing. The investigation revealed one needle with debris out of the 80 punctures made. Analysis combined with customer feedback, referencing iso7864 single-use injection needle standards, indicates that while appendix b provides testing instructions for debris, the standard does not specify debris limits for injection needle products. Our produced injection needles are primarily intended for human injections (thus designed with sharp tips to minimize patient discomfort during the piercing process), posing a risk of debris if used on bottle stoppers. It is advisable to use different needles intended for medication retrieval to effectively prevent debris formation.

Event description:
The customer complained that the sterile needle generated debris during the puncture process and fell into the bottle.